Event description:
The hcp reported the pt was experiencing symptoms of an infection of the device system. These included seroma, redness, inflammation, and "draining pus." The pump and catheter were explanted. The pt is back to taking oral pain medication. A follow up report will be sent when additional info is received.